Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose declined to 49 mg/dl. Customer stated they treated their blood glucose with food and juice. The customer did not troubleshoot for their blood glucose at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.